Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was high impedance, and possible set screw problem affecting the connection between the lead and device in the header. The doctor reopened the pocket to investigate the connection. The device remains in use. No patient complications were reported as a result of this event.